Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04047. It was reported, the pt had experienced some warmth with charging without discomfort. The pt was provided with charging recommendations. Follow up identified the pt had heating during the charging process and the sjm rep requested a new charging system to be sent to the pt.

Manufacturer narrative:
Correction: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.